Event description:
Adverse event(s): "eyes not working together" (vision, impaired); "blurry distance vision" (blurred vision); "light sensitive" (photophobia). Product problem(s): "lens is off by one optic" (device operates differently than expected [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, her eyes are "not working together" and that she has blurry distance vision and light sensitivity. She reported that her surgeon told her that the "lens is off by one optic". She reported having another iol in the fellow eye for 16 years and is happy with vision, not having to wear glasses. With the recent implantation, she was told she will have to wear glasses. Later, the consumer reported she sought another ophthalmologist for a second opinion and was told her eye looked good and the outcome was good. She also reported improvement in vision since her initial report. She stated that she will follow-up with her surgeon. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4)